Event description:
It was reported that patient was having her generator explanted due to the patient reporting that she has never received efficacy from vns therapy. Attempts for additional information from the treating neurologist have been unsuccessful, as the physician reported that he will not provide additional information. The generator explant occurred as scheduled on (B)(6) 2012. The explanted generator and lead were received by the manufacturer for analysis on (B)(6) 2012. Analysis of the generator revealed that the near-end-of-service (neos) indicator was set to yes. The battery was partially depleted and determined to be the result of normal expected battery consumption based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. The returned lead assembly has what appears to be flash and/or remnants of silicone adhesive on the connector pin and connector ring exposed surfaces. An abraded opening was identified in the outer tubing and the inner tubing of the negative coil exposing conductive quadfilar coils. The cause is unknown but may be wear related. Visual examination of the lead identified three broken strands of the quadfilar negative coil at this location. Scanning electron microscopy images of the negative coil broken strands show that a stress-induced fracture has occurred in at least two of the broken strands. Also, mechanical distortion (smoother surfaces) was identified on one of the broken strands. Due to surface contamination the fracture mechanism of the third broken strand cannot be determined. One of the quadfilar coils remained intact. The ends of the returned lead portion were cut. Observed pitting on distal cut ends of both pin and ring lead coils; most likely associated with connection to a generator that was still programmed "on" when received into the product analysis lab. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than the identified tubing openings and the end of the returned lead portion. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed at least once. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.